Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after general wound closures on hip and knee procedures, the patient developed a hyper inflammatory response or redness of the skin. Folic treatment was used to treat the inflammatory condition of the patient.